Manufacturer narrative:
Corrected data: "diopter -11.5" should be corrected to "diopter -12.0" in initial medwatch report. Device code:1583 should be removed from initial medwatch report, as it is not applicable. It was reported that the cause was due to acute uveal reaction, the exudation of anterior chamber, anterior chamber pigment lead to pupillary closure, the patient was alergic. Reporter indicated there was no vaulting and problem has resolved after the lens explant. Claim#: (B)(4).

Manufacturer narrative:
H3-device evaluation: the lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -11.5 into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted, the surgeon reporting pupil block, elevated iop, pigment dispersion, and unreactive (fixed) pupil. The cause of the event is reported as unknown. Attempts to obtain additional information have not been successful.